Event description:
Customer reporting what they feel are 2 false negative flu a results on symptomatic patients. No confirmation testing has been performed but customer feels the patients have the flu. Report 2 of 2.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.